Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented to clinic for follow-up, the device was found in backup bvvi mode. A device download was performed successfully to restore the device.